Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 1 event was confirmed during testing. (B)(6) device was found to be affected by o-ring degradation. The reported event was not confirmed for (B)(6) device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Two reported events had no patient involvement; no patient impact.